Manufacturer narrative:
The solenoid was returned to failure investigator (fi) lab for evaluation. Visual inspection of the crossover solenoid assembly revealed no evidence of damage or contamination. The flow sensor, air/exhalation was returned to failure investigator (fi) lab for evaluation. Visual inspection of the flow sensor, air/exhalation revealed no evidence of damage or contamination. The gas delivery system (gds) assembly was installed in the fi test ventilator. The crossover solenoid assembly and exhalation flow sensor will be installed in the fi test ventilator in an attempt to duplicate the reported problem. The test vent did not power up and deliver breaths, the ac (alternating current) led indicator did activate, however, the test ventilator did not pass the extended self test and generated the crossover circuit fault error code. During debugging the crossover solenoid assembly was replaced with the fi crossover solenoid assembly. The final evaluation results indicated that the test vent did power up and deliver breaths and the ac led indicator did activate. The ventilator did operate for 2 hours without failures.

Event description:
The customer reported crossover circuit fault. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.